Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported 3 of the bd microbore¿ tri-fuse extension set's broke. The following was received by the initial reporter: trifuses breaking at collars. (B)(6) 2023. Was there any leakage? No ¿ the line was not patent. Did the device/material separated or did it break/crack at collars? Can you define collars? Was issue noted before or during use? Before. Was there any patient involvement? No. Any adverse events or serious injury reported to patient or healthcare professional? No. What was the patient outcome? N/a.

Manufacturer narrative:
It was reported by customer that trifuses are breaking at the collars. Two samples of item# mz9266 with unknown lot numbers were submitted for quality investigation. Two samples of item#mz9266 with unknown lot numbers were submitted for quality investigation. The two samples, submitted by the customer, indicate that the threaded locknut of the luer connector was missing from the connector assembly. The customer complaint of component damage - no leak was verified by visual investigation. The investigation was forwarded to the supplier for further evaluation. The two samples were sent to the supplier for analysis. Based on the locknuts missing from the luer bodies, the supplier could not determine the cause for the locknuts to come off. Additionally, due to the lot number of the extension sets not being provided, the supplier could not determine if this issue was recorded in any other manufactured batches. The root cause for the failure could not be determined. A device history record review could not be performed because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided. Mat#: mz9266 batch#: unknown it was reported by customer that trifuses breaking at collars. Verbatim: rcc received a complaint via email. Email(s) attached. Trifuses breaking at collars. Ref#(B)(4) lot# unknown since package was not saved po# 1500793318 - line 23 affected quantity: 3 ea product is being held in sco at xxx. Note: do not contact the customer, instead, please send all follow up attempts to xxxx 21sep2023 - date of event: (B)(6) 2023 - was there any leakage? No ¿ the line was not patent - did the device/material separated or did it break/crack at collars? Can you define collars? - was issue noted before or during use? Before - was there any patient involvement? No - any adverse events or serious injury reported to patient or healthcare professional? No - what was the patient outcome? N/a - was there any delay of, or change in, the course of treatment due to this event? Delay ¿ due to need to get new product - what procedure was being performed? Not yet - what medication was used in the procedure? N/a.